Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 4.1 and 4.2 were not being detected on the bus. Attempts to resolve the issue by rebooting the pyxis and performing a storage space recovery were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 and 4.2 controller boards were defective. A field service engineer (fse) tested voltage and found controller boards were defective. The fse replaced controller boards, rebooted the station and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.